Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise in the image, discoloration of the objective lens, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, curved pipe deformed, flexible tube of the insertion section crushed, scratches on the insertion tube, liquid leakage observed in the operation part, scratches found on the operation part, discoloration of the operation part, poor insulation performance at the tip recognized due to adhesive peeling of the curved rubber, curved rubber adhesive missing, air and water nozzles clogged and the draining function reduced, foreign object inside nozzle, scratches found on the tip cover, scratches found on the switch box, suction cylinder scraped, watertightness of the up/down knob, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, corrosion of the electrical connector contacts, scratches on the right/left angle fixing knob, scratches on the operation unit cover, scratches found on the grip, scratches found on the universal cord, wrinkles observed in the universal cord, scratches on the scope connector side of the universal cord, scratches found on the scope connector, scope connector corroded, and scratches found on the scope connector joint case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera colonovideoscope exhibiting noisy images. Upon inspection and testing of the returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material remaining was unable to be specified since it's unknown whether reprocessing was practiced in accordance with instruction for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] -inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.